Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 500 mg/dl with nausea, extreme thirst, and trace ketones. It was reported that the patient was treated in an emergency room with insulin via injection and intravenous fluids. It was reported the pump experienced an intermittent power issue; the reporter noted the battery compartment was cracked, the battery cap was able to secure properly, and there was no evidence of moisture ingress into the battery compartment. Animas customer technical services noted the reported fibromyalgia, arthritis, asthma, and celiac disease may have contributed to the alleged blood glucose excursion. It was reported the patient discontinued pump therapy. This complaint is being reported because the alleged blood glucose excursion was attributed to the reported pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.